Manufacturer narrative:
The pod data was never recovered and could not be inspected for possible communication errors. The observed corrosion cannot be confirmed as the cause of the reported communication error. The cause of the event could not be determined. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak in the unexposed portion of the soft cannula was observed. This leak was .2425 inches from the head of the soft cannula. Corrosion was observed on the pcb, top battery, and top battery spring. The pod was unable to be downloaded under its own power. The pod was then hooked up to the source meter for a power source and was still unable to connect to the master pdm. The pcb was then removed from the pod chassis and the corrosion was cleaned off using alcohol. Cleaning the corrosion had no effect and the pod was still unable to pair to the master pdm. Shelf mode current was unable to be measured and no rerun was done due to the pcb not connecting to the mater pdm. Data was not able to be attained. Corrosion can be confirmed as the cause of the data loss and the internal leak can be confirmed as the cause of the corrosion. A stress fracture was observed on the top housing. This damage cannot be confirmed as the cause of the observed corrosion and cannot be confirmed as being related to the reported communication error.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.